Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost effective stimulation due to lead migration. A company representative attempted to troubleshoot the issue with reprogramming but was unsuccessful. An x-ray was taken to confirm migration. Patient underwent surgical intervention to disconnect the left side of the lead from the ipg and implant a (different model) lead and connected to the open port. Therapy has been restored post- operatively.